Event description:
Bilateral patient. Litigation alleges that patient has experienced progressive pain and discomfort in both hip areas and shooting pain to the knee on both sides. The pain has forced patient to walk with a limp on both sides. Additionally, patient allegedly has significant chromium and cobalt toxicity.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.